Event description:
It was reported to philips that the system gave an alert indicating the float table top key was active at startup, which can impact booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A field service engineer (fse) inspected the system on site and check the system. Upon checking the tabletop control function board (ttcf)it was identified that a connection on the board was damaged. A review of system log file confirmed that the system reported an active button during start up, confirms the reported issue related to float tabletop key was active at start up. The ttcf board was replaced and returned to philips for further analysis. The analysis identified ttcf had loose sub-d connector. The cause of the issue was issue was identified to be a user error as the issue resulted from pulling on cord of panhandle. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the issue resulted from user error is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable the codes have been updated based on the investigation's outcome.